Manufacturer narrative:
Additional information regarding the patient's equipment was requested; however, not made available. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date unconfirmed) to implant a new device due to a lack of osseointegration.